Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturing reference number: 2017865-2020-19169. It was reported that the right ventricular lead exhibited low pacing impedance. It was noted that the patient experienced a pericardial effusion. It was unknown what caused the effusion. Both the right ventricular and right atrial leads were explanted and replaced. The effusion was treated with a pericardial window. The patient was in stable condition.